Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when filling a new cartridge onto the pump, insulin was pushed out through the septum. Reportedly, air was not being removed from the cartridges prior to filling the cartridge with 300 units of insulin. Tandem technical support educated the customer on labeling instructions. There was no reported impact to the customer's blood glucose level.